Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that on (B)(6) 2014, the patient presented to (B)(6) hospital for corrective surgery due to a recurrent hernia. During the procedure, dr. (B)(6) found that the bottom of the mesh was pulled loose and there were bowels slipped under the mesh to get into the hernia. Dr. (B)(6) implanted a new 10 x 15 cm mesh. On (B)(6) 2015 he underwent repair of the mesh at (B)(6). It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/11/2019. Additional narrative: it was reported that the patient experienced adhesion, abdominal pain after the procedure.

Manufacturer narrative:
Date sent to FDA: 10/30/2019. Additional narrative: it was reported that the patient had recurrent right inguinal hernia on (B)(6) 2014. It was reported that the patient experienced swelling and migration of mesh. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.